Event description:
The surgeon reported to our sales rep that in 2007, a reduction and implant surgery was performed and after 7 mos the implant broke.

Manufacturer narrative:
Add'l info has been requested, and if rec'd, will be reported on a supplemental report.